Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, they were having issues with two sensors. One of the sensors kept giving inaccurate readings and suspending the insulin pump when blood glucose was normal. The sensor reading was 58 mg/dl and blood glucose was 164 mg/dl at the time the threshold suspend occurred. Customer mentioned other inaccurate readings were customers blood glucose was 144 mg/dl and sensor reading was 68 mg/dl, then 151 mg/dl and sensor reading 52 mg/dl with two arrows down. Customer declined troubleshooting. The second sensor customer removed the sensor and the cannula was curved. Customer mentioned they were using expired sensors. The customer is not returning the sensors for analysis.